Manufacturer narrative:
The user reported a high glucose event on (B)(6) 2025 at 10:05 am where user's sg was 307 mg/dl and bg was 253 mg/dl. A review of the data management system (dms) revealed that on (B)(6) 2025 at 11:04 am where user's sg was 307 mg/dl and no bg was entered. A review of the alert history revealed that the user did not receive a high glucose alert around the reported time as user's sg was below 350 mg/dl.the user did not seek medical treatment and resolved the event by taking insulin and hcp was aware of the event. In an associated case for the user's complaint about sensor inaccuracy, it was observed that the system was experiencing transient optical instability in the reference channels around reported time frame.the observed transient optical instability was most likely contributed to the sensor inaccuracy. Following the sensor re-link performed by the user on (B)(6) 2025, the raw sensor data showed that the transient optical instability gradually recovered. A review of data from the two weeks following the event confirmed a good agreement between sg and bg values. The user was advised to continue using the system. B4. Date of this report 05 august 2025. D4. Additional device information updated. G3. Date received by the manufacturer? 05 august 2025. H3. Device evaluated by manufacturer? Yes. H4. Device manufacturer date updated to 16 september 2024. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event. The following example set was provided: (B)(6) 2025 10:05 am CT / sg 307 mg/dl - bg 253 mg/dl. After dms review, we confirmed the following information at the time of the event: · (B)(6) 2025 10:05 am CT / sg 307 mg/dl - bg not entered. After dms review, we confirmed that the user didn't receive a high glucose alert at the time of event because the sg never went above the alert level.user didn't seek for medical treatment and treated herself with insulin to solve the event. The user's hcp was aware of the event.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.